Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. A physical inspection found no sharp edges on the distal end cover, bending section cover glue, light guide lens, and objective lens. In addition, there was a slight bend on the bending section. The slight bend will not affect the functionality of the device. The exact cause of the patient's outcome could not be conclusively determined at this time. A review of the device instrument history found that the device was purchased on (B)(6) 2015, and was last refurbished on (B)(4) 2015. In addition, the endoscopy support specialist (ess) has been dispatched to the user facility to perform an in-service and to review the user facility's reprocessing techniques and also ensure proper device handling. If additional information becomes available at a later time, this report will be supplemented.

Event description:
Olympus was informed that during an unspecified procedure, the bending rubber locked while the device was in use inside the patient. The device will not straighten. The device was pulled using a retroflex approach through the patient's nose and it caused the patient's nose to bleed severely. The bleeding was controlled by administering epinephrine injection to the nose. Upon discharge, the patient was doing well. No further information was provided.